Manufacturer narrative:
Failure analysis revealed that the insulin pump passed all the functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The device primed properly. The unit was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window and scratched case.

Manufacturer narrative:
Findings: pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Pump primed properly. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window and scratched case. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It is reported that a customer was hospitalized on (B)(6) 2014 at 5 pm for a high blood glucose level of 600 mg/dl. The caller was the mother of the patient who stated that they had visited the doctors for a sore throat and virus before the incident occurred. The mother was assisted with trouble shooting the insulin pump and found that the insulin they had used was expired. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.